Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument was found to have an damaged cable. The user completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument for failure analysis. The instrument was analyzed and found to have damage to the conductor wire's insulation. The internal wire was confirmed to be exposed. The instrument passed the electrical continuity test. The instrument also passed the energy delivery test. Review of the provided images by a regulatory post market surveillance analyst identifies no conclusive determination of a cable or wire damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps was inspected prior to use and no damage was observed. The damage was first observed after removing the instrument from the patient. There was loss of cautery as a result of the damaged wire and signs of thermal damage at the site of the insulation damage. However, there was no arcing observed during the procedure. There was no instrument collision and no problems when removing the instrument through the cannula. There was no fragment that fell inside the patient's anatomy.